Event description:
Injured left ankle from nut protruding from center of back wheel of a non-electric knee scooter. Elenker brand. While using my uninjured leg/foot to move the scooter around my house my exposed ankle came in contact with the center of the wheel that has a nut with sharp bolt protruding. The bolt googed into my ankle bone causing a hole. Also other times scrapes. When trying to negotiate the scooter into my bathroom without realizing that my ankle would come in contact with the unsafe designed center of the equipment. I received an injury that now is swollen, bruised and painful. After extensive internet research of enenker similar products I discovered knee mobility products sold or for sale by this company have the same safety issues "exposed bolt protruding from nut. Center area is not covered to prevent my type of injury. Also I may add the bolt used for braking is extra sharp. My conclusion is an investigation must be done to prevent injuries to other patients. All companies that are selling, renting and or manufacturing mobility type walkers knee or what have you. Must become aware of this safety issue. I feel an overall recall be done if the center design has any part if it that protruding where it can cause physical injury to a patient or person. Also a redesign of the locking mechanism for the brakes. I.e. Smooth button vs bolt with sharp edges. Please take my issue with immediate response as there are persons/patients that have diabetes and an if they sustain my type of injury it has potential to become fatal. I am now because of this unsafe issue with the elenker knee walker am experiencing pain, swelling on my originally good ankle. And my injury will take time to heal. I might add I did contact the elenker company website and emailed them about their unsafe/unhealthy product. No response back. I am a nurse and a former occupational safety environmental and health officer (osha). I am very much versed on unsafe/unhealthy equipment. I would very much like to get a call back to discuss this matter further. (B)(6), any time. I have photos of the scooter and my injuries.